Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Customer stated that the occlusion error will not go away while being used on a patient. There was no patient harm reported.

Manufacturer narrative:
A field service engineer (fse) went on site to evaluate the device. The device logs were returned to technical support, and they indicated that the device had not been calibrated since march of 2024 and identified multiple occlusion alarms. Technical support recommended that the fse perform a full preventive maintenance (pm) and monitor if the issue recurred. After the full pm and verification testing, the reported issue could not be replicated. The occlusion alarms that the user experienced were likely due to the device being out of calibration.